Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) undersensed the patient¿s ventricular fibrillation (vf) resulting in a delay of therapy of approximately 3 seconds. The device was reprogrammed and remains in service. No additional adverse patient effects were reported.